Event description:
The complainant reported a guidewire tip ¿unfurled¿ upon removal from the device, after impella insertion. The team proceeded with impella support using the inserted pump without any harm to the patient. The guidewire malfunction could have caused harm or injury.

Manufacturer narrative:
The impella device was received from the customer and the evaluation of the device has not been completed. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the guidewire damage has been completed since the original report was filed. The device was returned and investigated. The benchtop analysis and investigation determined that the root cause of the guidewire damage was use related, or improper technique. The failure mode will be monitored and trended.